Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 42%, donor 2 hct: 43% , testing results: donor #1: retention meter and master lot strips: 4.1 inr, retention meter and customer strips: 4.2 inr. Donor #2: retention meter and master lot strips: 3.0 inr, retention meter and customer strips: 3.0 inr. The maximum difference between measurements with the same blood sample was 2% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two patients tested with 2 coaguchek xs meters (one with serial number (B)(4) and the second with an unknown serial number). Of the two patients, one had erroneous test results. A sample from the patient was tested with meter serial number (B)(4), resulting with a value of 2.7 inr. Two hours later, a sample from the patient was tested with the second meter (unknown serial number), resulting with a value of 3.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. 2 weeks prior to the event, the patient's inr was outside of the patient's therapeutic range, but otherwise, the patient is usually stable. The patient's diet has not changed. Meter controls passed on 03-jan-2019. The customer's product has been requested for investigation. Relevant retention test strips (lot 345221) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.